Event description:
It was reported to philips that the device was unable to produce x-rays due to the image disk being full. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the issue was occurred during the neurovascular (planned treatment/non-emergency treatment), and the procedure was completed as planned by deleting the lot of other patients' examinations. The philips field service engineer (fse) inspected the system onsite and confirmed that the warning image disk full. Upon functional testing the fse found the problem with image processing pc (ippc). The fse replaced the optical fiber network cable of host pc-ip and reinstalled the os and applications in ippc, which was temporarily resolved the issue. 3 weeks later, however, the system the reported issue was reoccurred. To resolve this issue the fse replaced the ippc and reinstalled the software. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.